Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video colonoscope ec38-i10cl serial (B)(4). In the event reported the user stated that the device is foggy image. After returning this scope to pmk service center, this scope was inspected. This defect was detected in the operating room before use. No additional information was provided.this event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states ec38-i10cl-us with a 510k # k190805 (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.